Manufacturer narrative:
The reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle but still attached to the t2 which is on the needle. The knot has not been tightened down. The variable depth straw has been trimmed. The needle assembly is bent from use. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an acl reconstruction + meniscus repair surgery, the t2 of the ultra fast-fix could not be deployed. T1 was left secured in the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).